Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2024. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.